Manufacturer narrative:
The audit logs were reviewed by the clinical product specialist (cps) and the product specialist engineer (pse) to determine if the device functioned as expected. They explained that prior to the ECG ¿leads off¿ that generated a cyan color on (B)(6) 2023 at 05:13:40, the device was reconnected to the pic at the start of monitoring hence the ¿no data tele¿ ended prior to that. In the information for use (IFU), it states that the ECG leads off will display as a cyan initially until the ECG signal is obtained. So, if the device is at the start of monitoring due to pic ix reboot or if it is out of the access point (ap) range, then it will go cyan at the start until there is an ECG signal. Due to the device being reconnected, there had been no ECG signal acquired; therefore, the inop remains cyan in color. Based on this information, it was determined that no product malfunction occurred. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was not confirmed the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating a patient connected to telemetry removed the leads, which resulted in the generation of a blue inop alarm for 'leads off' instead of red, which was expected by the user. Respiratory staff found the patient in pulseless electrical activity (pea) with ECG leads off and the patient had passed away. It was suspected when telemetry went offline for a battery change, the alarm settings defaulted back to the bedside settings; however, this cannot be confirmed at this time.